Event description:
Reference MDR (B)(4) filed by (B)(4). On 04/15/2015, dale medical received a copy of the noted MDR from the FDA stating the noted facility reported that a dale ace connector was found to be leaking tube feed fluids out of a one way valve. Connections distal and proximal to the connector were checked and no leaks were found. Dale had previously received e-mail from the facility on (B)(6) 2015 and a complaint was in the works in our system.

Manufacturer narrative:
Device evaluation summary: this device was tested with vacuum and pressure, holding pressure up to 15psi, well beyond the device specification of 5psi. The device was cleaned and retested with the same results noted. The customer was contacted to find out how long the device was in use and if crushed or powdered med's were delivered through the connector before the problem occurred. The customer replied that the device was in use for less than 24 hours and that crushed or powdered meds were delivered before the problem occurred. Based on this investigation, it appears that a clog occurred in the feeding line downstream of the ace connector. When the feed from the pump would not advance, the line backed up an the pressure build caused the med port to leak fluids out. From our analysis of the device, the pressure build must have been at least 15psi to cause the leak as demonstrated in our test. Conclusion, no fault found with the returned device.